Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was interested in obtaining an out-of-warranty loaner pump. No additional customer outcome information was provided.